Manufacturer narrative:
(B)(4). As a lot/batch was not provided, a device history could not be performed. Additional information was requested and the following was obtained: did the jaws of the device damage the cystic duct? Yes. Or, did the clips damage the cystic duct? Not sure . Does this mean: "clip was not clipped correctly" the clip was malformed? No. Did the clip fall into the patient? Yes . If yes, how was the clip retrieved from the patient? Not sure.

Event description:
It was reported that during an laparoscopic cholecystectomy procedure that when the surgeon clamped down on the cystic duct that the clip applier damaged the duct and when the surgeon looked at the clip it was not clipped correctly and then the clip fell off of the duct. A second attempt with the same device was made with the same outcome. A second device from a different lot was opened with no issues. There were no adverse consequences for the patient.